Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose of 493 mg/dl and was treated with manual injection. Customer stated that the problem was with insulin pump's reservoir. Reservoir did go to no delivery and customer could not plunge the insulin through the reservoir. Customer also stated that alarm did not occur during manual prime and resolved by after complete set changed. Insulin pump will returned for analysis.

Manufacturer narrative:
Evaluated one random seal reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test: reservoirs filled with diluent and connected to a new infusion set. Installed reservoir & connector into a paradigm pump. Performed device manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. (B)(4).